Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient has experienced a rash following implantation of a resolute integrity drug eluting stent. It is believed that the rash is related to the stent implantation. Patient is still being tested but the symptoms are reducing or being better managed. No further patient complications reported.

Manufacturer narrative:
Patient had two resolute integrity stents implanted during the index procedure. Three days post procedure, the patient began experiencing symptoms including a rash on the leg and then a scab on the foot. The patient has experienced constant itch terribly since then. It was reported that the patient also developed cellulitis and has been hospitalized because of the rash and is on prednisone ever since. (B)(4).

Manufacturer narrative:
It was confirmed that the patient was "cathed" one year later and had no complaints at that time, no mention of rashes or nickel content at the time. The stents were open and it was a successful follow up. If information is provided in the future, a supplemental report will be issued.